Event description:
Covidien received info that this n20pa portable pulse oximeter has missing display segments along the top and bottom rows. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).